Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they have seen an increase in high, false positive patient results for an unspecified number of patient samples tested with the elecsys toxo igm immunoassay on a cobas 8000 e 801 module. When these samples are processed at another laboratory, the results are negative. The reporter provided data for one patient sample with a discrepant toxo igm result. No incorrect results were reported outside of the laboratory. The sample initially resulted with a toxo igm value of 8.68 coi (reactive) using toxo igm reagent lot number 387690 (expiration date = november 2019). The sample was re-centrifuged and repeated using toxo igm reagent lot number 409456 (expiration date = april 2020), resulting with a value of 0.932 coi (borderline). The sample was sent to another laboratory and tested with an unknown method, resulting with a toxo igm value of 0.060 index (non-reactive). The serial number of the e 801 analyzer is (B)(4).

Manufacturer narrative:
The customer returned a sample for investigation. The customer¿s results were reproduced and were shown to be reactive. Additional toxo igm testing resulted grey zone. It was determined calibration signals were lower than expected. Qc recovery was acceptable. The sample was confirmed to contain interfering igm-class antibodies against ruthenium. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."